Manufacturer narrative:
The pad-pak was first installed on the 26th october 2010 and performed to specification up to the 27th march 2010 and performed to specification up to the 23rd march 2013. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of mainly ten minutes duration were observed in the device memory between 29th march 2014 and the 1st november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. Slight voltage fluctuation was observed over the pogo pins however this had no impact on the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.